Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed incoming functional testing. The main printed circuit board (pcb) was out of specification and the device failed the functional test for battery removal. It was also noted that the upper case was damaged, the lower case was damaged, two side bail covers were broken, the ring cover was broken, two side bails were missing, the ring was missing, and the battery drawer was broken. (B)(4).

Event description:
It was reported that when the battery was changed out the external pulse generator shut off and did not save programmable parameters. The generator was returned for service. There was no patient involvement.